Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who was inquiring if there are any issues with devices and CT scans. The consultant informed the caller of a previously issued public notification by the food and drug administration (FDA) of reports of pacing inhibition with some CT scans and devices. However, there have been no known reports of interactions with boston scientific devices; however, the FDA was not specific to a manufacturer. The caller stated the lead measurements are within normal limits and there are no events stored in the device either. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a computerized tomography (CT) scan done yesterday and at the start of the scan the patient experienced bradycardia. The patient coded and had to be externally cardioverted. No other adverse patient effects were reported.